Event description:
The customer reported to philips healthcare xl would not turn on and had an error 1000 (power cycle message). There was no negative patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.